Manufacturer narrative:
The product was returned for investigation. The investigation found no abnormalities in the product's functionality, so the definitive cause of the reported problem could not be determined. No abnormalities were found in the manufacturing records of the product. It is considered that the reported event was caused by air getting into the product due to such as the influence of the equipment connected to the side port of the product, but the detailed cause could not be identified.

Event description:
After connecting to the guiding catheter, air was drawn in the product when flushing with a syringe.